Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture and was found to have dislodged after the pocket was sutured. A revision procedure was performed and the lead was explanted. No further adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis was performed the clinical observation could not be confirmed by visual inspection. Analysis concluded that there was nothing visually wrong with the lead that would cause a dislodgement.